Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6: h4: the device was manufactured from march 12, 2020 - march 13, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an english (B)(6) infusor lv (large volume) had no flow. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.